Manufacturer narrative:
(B)(4)

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to firing from the end (end firing).the fiber was replaced and the procedure completed using a second surgical fiber.there was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows two fractures at the distal side of fiber/cap fusion zone at the bevel edge and distal to the bevel edge; the very distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture at the bevel edge can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.